Event description:
It was reported that the customer did not receive audible alerts as intended. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.